Event description:
Customer reportedly obtained a result of 2.7 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No treatment info provided. No adverse event reported due to these results. Requested return of suspect system for eval.